Event description:
Ous MDR - after an implantation time of two months, a drop in shock impedance (25 ohm and less) was reported. No deterioration of the patient's state of health was reported. The lead was explanted and replaced.

Manufacturer narrative:
During the analysis of the lead, fraying of the insulation 11.5 cm distal of the connector pin and damage to the coating of the rope conductor to the rv shock coil in that area were noted. This damage manifestation can, with high probability, be regarded as the cause for the clinical complaint. The analysis did not provide any indications of a material defect or manufacturing error. Rather, the damage manifestation indicates significant mechanical stress during the operating time. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the ICD housing and friction of the lead at the ICD housing. All other damage at the lead is probably a result of the explantation process. The analysis of the provided data was able to confirm the clinical observation and is consistent with the results of the lead analysis. There were no indications of material defects or manufacturing errors.